Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant. During the procedure, once it was connected to the leads it was noted that there was no therapy delivered. The physician suspected that the rv port was damaged. Therefore, the physician decided to use another ICD and the procedure was successfully completed. No adverse patient effects were reported. This device has not been returned.